Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit in clinic, upon device interrogation, premature battery depletion was observed on the device. Device is on battery advisory. There was no shock and device discharges. Device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Event description:
New information received: device was not infected. Patient was asymptomatic. Patient was stable prior and post.